Event description:
Account obtained discrepant ise resutls for a patient sample. The incorrect results were not used to guide patient therapy. The field service representative could not confirm a malfunction of the system, but account indicates they suspect they are experiencing interference from a sample tube precipitant.